Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have teflon pad damage. Visual inspection was performed, and the insert was found to have teflon pad damage at the distal end on the clamp arm. The teflon pad was found to be dislodged and observed to be able to move up and down the clamp arm. No material appears to be missing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The replaced harmonic ace instrument was returned to isi; however, failure analysis has not been completed to confirm/identify any reportable failure mode(s). A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. No conclusive determination can be made based on the image since it does not show the full instrument specifically the instrument tip.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument clamping arm gasket (teflon pad) appear to fall off. The user continued the procedure using the backup instrument with no further issue reported. Intuitive surgical, inc (isi) followed up with the site head nurse an obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing noted out of the ordinary. The instrument did not collide with other instruments or tools during the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.